Event description:
It was reported to vyaire medical that the vela ventilator has smoke coming out from the unit. The ventilator was replaced by another ventilator. There was no patient injury reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.